Event description:
It was reported the patient's ipg showed the elective replacement indicator in error. Connecting to the cp indicated the message appeared in error and ipg is at 2.95v. Patient has effective therapy, and no interventions are planned at this time for this device.

Manufacturer narrative:
Date of event and patient weight are estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Correction: d10 therapy date for the scs lead should have been (B)(6) 2011 rather than (B)(6) 2011.